Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness. Intermittent undersensing was noted on the right atrial (ra) lead. It was also noted that the implantable pulse generator (ipg) exhibited pauses on current electrograms (egm). Both the ipg and ra lead remain in use. No further patient complications have been reported as a result of this event.